Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic high blood glucose level on unknown date. Customer was treated with intravenous insulin. Customer¿s blood glucose level was 33.3 mmol/l at the time of hospitalization. Customer had symptoms such as positive ketone test, vomiting. Customer was not using auto mode feature. Customer stated that the cannula was bent. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.